Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose in (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer was getting frequent no delivery alarms sometimes multiple times a day. Troubleshooting was not completed as the customer declined. The customer did not wish to provide further information. The insulin pump will be returned for analysis. Frn-unk-rsvr; unomed set.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and the displacement test. The pump passed the delivery accuracy test. No excessive no delivery alarms were noted. The pump was received with a cracked case at the battery tube threads. The pump was received with a broken belt clip slot and minor scratches on the display window and case.